Event description:
It was reported that the tip of the right posterior-fossa pointer was bent during testing or set up for a craniotomy procedure. A backup device was available. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the right posterior-fossa pointer was bent during testing or set up for a craniotomy procedure. A backup device was available. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed that the device had a bent tip and could not be validated. It is possible that bending forces caused the reported event. The device was repaired and put back in to stryker stock.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.